Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and archive data review. The root cause of the (ua) 07 was due to failed load cell. The cracked front enclosure and load cell failure were likely attributed to mishandling such as a drop. Upon visual inspection, unrelated to the reported complaint, noticed a cracked front enclosure. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure needs to be replaced to address the observed physical damage. The archive data indicated several (ua) 07 errors around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to (ua) 07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated a failed load cell module 2. The load cell needs to be replaced to address the reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the good known test battery for 15 minutes without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the autopulse platform with sn (B)(4). Ccr (B)(4), reported on (B)(6) 2021. The load cells were replaced to address the (ua) 07 error.